Event description:
It was reported that the patient was scheduled for a pacemaker implant and that the patient recently suffered a fall that resulted in an injury. The vns was checked following the pacemaker implant which confirmed that the vns was functioning as intended. The relationship of the fall and injury to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician's office reported that the patient has been seen since the pacemaker implant and was noted to be tolerating vns well. It was noted that the device settings were adjusted and that there was no indication that the physician believes vns was a contributory factor to the patient's fall and injury that resulted in pacemaker implant.